Event description:
It was reported that, "reliance stem removed because it was loose. The head, bone plug, centralizer and cement was all removed and replaced with biomet arcos stem and mdm liner. Original cup stayed."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.